Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient underwent revision surgery due to dislocation and implant damage, which was associated with reported cracking sounds.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, device history review, medical imaging, complaint history review), it appears that the failure is most likely attributable to abnormal use of the prosthesis by the patient, who used crutches for approximately six weeks, resulting in repeated and excessive loading of the prosthesis. This situation was further aggravated by the patient's body weight (approximately 150 kg). The cumulative mechanical stresses and repeated traumatic loading applied to the implant are considered the most probable cause of the prosthesis dislocation and subsequent implant fracture.